Event description:
We were informed on september 11, 2024, about an event regarding a patient with medtronic deep brain stimulation (dbs) device. The patient underwent a procedure in which the device was replaced with a (B)(6) device for an unknown reason. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".